Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was nothing detected on bus, all drawers, tower doors, and fridge were not detected on bus. A field service engineer reseated the row board cable for both the main and auxiliary systems to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower experienced a failure, nothing was detected on bus, all drawers, tower doors, and the refrigerator were not detected on the bus, preventing users from accessing medications for a patient. The customer stated that this incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.